Event description:
Follow up information received identified the patient underwent surgical intervention and had her scs system replaced. Effective stimulation therapy was reportedly restored and the issue was resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained she was unable to increase the scs system's stimulation amplitude. A company representative met with the patient and a system diagnostics revealed all of the lead contacts for the patient's surgical lead were invalid. The patient stated she had fallen several times which may had contributed to the issue. Surgical intervention may be taken to address the issue.